Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system not starting up. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned non-emergency treatment procedure was aborted and completed on another system. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse found that the ip-pc and the flexvision-pc were defective. The fse implemented medical device correction z-1151-2024, z-1144-2024, z-1156-2024. After implementing the solution, the system was returned to use in good working order. The codes were updated based on the investigation outcome.